Event description:
It was initially reported that the patient was referred for replacement surgery due to battery depletion. On the date of surgery the patient¿s m102 could not be interrogated due to battery depletion. The generator was replaced and high impedance (>9,000 ohms) was observed from system diagnostics. It was reported that lead pin re-insertion was performed which did not resolve the high impedance. The patient¿s lead was replaced and lead impedance was within normal limits at 2039 ohms. The lead and generator were later returned. An analysis was performed on the returned generator. The end of service condition was confirmed and was the result of normal, expected battery depletion. Electrical testing determined that the device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. An analysis was performed on the returned lead portion and the reported high impedance was not verified within the returned lead portion. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No additional or relevant information has been received to date.